Manufacturer narrative:
Report was initially submitted stated there was an unspecified patient injury. However, upon further discussion with the nurse manager at the user facility, it was confirmed that the patient did not sustain any injury and required no additional attention.

Event description:
It was reported that the fowler unexpectedly lowered due to a stripped CPR isolator. The event occurred while a spinal surgery patient was on the bed, resulting in an alleged injury. The severity of the injury is not known, nor was it reported if any medical intervention was required.

Event description:
It was reported that the fowler unexpectedly lowered due to a stripped CPR isolator. The event occurred while a spinal surgery patient was on the bed, resulting in an alleged injury. The severity of the injury is not known, nor was it reported if any medical intervention was required.